Event description:
No additional incident information was received, however device was returned and evaluated. Please see d10, h3, h6 and h11.

Manufacturer narrative:
Investigation conclusion. The investigation of the returned balloon catheter found the shaft kinked at 3-5cm, 9-11cm, 12-13cm, 15-17cm, 19-21cm, 24cm, and 45cm from the distal tip of the strain relief and flattened at 80-81cm and 83-86cm from the distal tip of the strain relief. Due to the damage throughout the shaft, the investigation could not inflate the balloon to further assess the alleged deflation issue; however, kinks and flattened section on the catheter is consistent with difficulty deflating the balloon as the damage creates pinch points along the device, reducing the inner diameter of the inflation lumen and thus, obstructing the flow of contrast through the device. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces exceeding the shaft's yield strength.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: the bobby balloon device was used during thrombectomy. The balloon was inflated and deflated normally during preparation. The bobby was used via the femoral approach with an inner catheter. Physician attempted to deliver the bobby to the common carotid artery. Due to severe tortuosity of the vessel, the bobby was positioned in the common carotid artery by using the blood flow with the balloon inflated. They attempted to deflate the bobby balloon with a syringe, but the balloon did not deflate. Thrombectomy was performed while applying negative pressure. Since the balloon was then successfully deflated during the procedure, the thrombus was retrieved and reopening was observed. The procedure was then successfully completed with no patient health damage. It is noted the physician thought the deflation defect was possibly caused by a kink in the catheter that narrowed the inflation lumen.